Event description:
It was reported that the blue part of a transfer set twist clamp was deteriorated. It was stated that the plastic coating was removed. No cleaning solution used, but the nurse would use anti-adhesive solution at times. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed and noted damaged patient adapter, cracked light blue mainbody and broken occluder feet. Functional testing including leak testing, clear passage test, clamp function test and integrity of seal surface testing were performed and noted a leak through the tubing due to the broken occluder feet. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.